Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was not further described. On the same day as onset, the patient was hospitalized for the event. On unreported dates, the patient began treatment for the event with unspecified antibiotics (doses, frequencies and routes were not reported) and retraining of aseptic technique was performed for the patient's wife. At the time of this report, the peritonitis was resolving, the patient was recovering and pd therapies were ongoing. No additional information is available.